Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tooth extraction procedure on (B)(6) 2020, and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events, or patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2020. Corrected information: g1. Additional information: d10, h6. The device history records reviewed, and no issue found. Investigation summary: it was reported performance-breakage suture. The video provided is taken after surgery in the hospital, doctor describe suture can be easily snapped by pull with gloved two hands. Actual 6 packs unopened samples qc509/w570 with 6 intact needle sutures attached (one intact pack with one intact suture), and 1 pack opened sample qc509/w570 with 1pcs short needle suture that is too short to evaluate knot pull strength were returned and decontaminated. 6 packs unopened returned sample were evaluated by appearance & knot pull strength and no issue found, DHR of qc509 has been reviewed and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.